Manufacturer narrative:
(B)(6) 2023 amended concomitant product investigation results: product return was received and evaluated. No failure could be identified, the products according to specifications.

Event description:
Brush head came loose - oral-b [device connection issue] case narrative: male consumer via phone stated that the oral-b toothbrush head came loose from the oral-b toothbrush pin mid-brushing. No injury was reported. (B)(6) 2023 case update: a new concomitant product was added: oral-b power oral care refills cross action antibac eb50ab. The concomitant product (oral-b power oral care refills) was updated to oral-b power oral care refills sensitive clean no injury was reported. (B)(6) 2023 case update from information initially received on (B)(6) 2023: the concomitant product lots were: u0213 and m1080. No injury was reported.

Manufacturer narrative:
04-may-2023 product investigation results: complained product received user handling was identified as root cause for the complaint.

Event description:
Brush head came loose - oral-b [device connection issue]. Case narrative: male consumer via phone stated that the oral-b toothbrush head came loose from the oral-b toothbrush pin mid-brushing. No injury was reported. 11-apr-2023 case update: a new concomitant product was added: oral-b power power oral care refills cross action antibac eb50ab. The concomitant product (oral-b power power oral care refills) was updated to oral-b power power oral care refills sensitive clean. No injury was reported. 11-may-2023 case update from information initially received on 20-mar-2023: the concomitant product lots were: u0213 and m1080. No injury was reported.

Event description:
Brush head came loose - oral-b [device connection issue]. Case narrative: male consumer via phone stated that the oral-b toothbrush head came loose from the oral-b toothbrush pin mid-brushing. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.